Event description:
Oversensing relative to the subject lead was reported by the physician. A reintervention was performed to replace the lead, which remains in-situ.

Manufacturer narrative:
Date: (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.